Event description:
"Surgeon reports while using product tip broke off into patient. Searched for broken tip during surgery. Most likely found all pieces."

Manufacturer narrative:
Product is anticipated to return to manufacture. Final report will be issued upon completion of evaluation.